Manufacturer narrative:
The device has been received but not evaluated by manufacturer, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a jagwire was used during a bile duct stone removal procedure performed on (B)(6), 2010 according to the complainant, during preparation the physician was flushing the device with saline (outside the patient) when he noticed that 5 to 7mm of the distal tip was broken. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
Device evaluation: a visual inspection was performed. Visual inspection reveals a bend condition approx at 5mm proximal from distal tip. The failure mode of kinked or bent guide wire is an anticipated failure of this device associated with the use and/or handling of the device. Except where noted, the specimen appeared to be visually correct. No other damage or inconsistencies were noted to this specimen during the analysis. The complaint was analyzed and confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. The root cause of failure could not be determined with certainty. However, based on the evidence presented by the specimen device, there is a high likelihood that the probable cause for the failure appeared to be related to handling factors since this occurred during preparation. It is possible that during removal of the specimen from packaging hoop, the device may become hung up on the edge of the dispenser tube and may have been pulled against resistance that compromises the integrity of the tip, thereby causing the damaged reported. Therefore, the manner in which the product was handles clinically may have impacted on the event as reported.

Event description:
It was reported to boston scientific corporation that a jagwire was used during a bile duct stone removal procedure performed on (B)(6), 2010 according to the complainant, during preparation the physician was flushing the device with saline (outside the patient) when he noticed that 5 to 7mm of the distal tip was broken. The procedure was completed with another jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported as good.